Manufacturer narrative:
Submit date: 05/25/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that within a few minutes of use, the dropper separated with the feeding tube. There was no patient injury.

Manufacturer narrative:
The device history record of the lot number reported was reviewed, and it was confirmed that the products were produced accomplishing quality requirements and released according to established procedures. A review of the complaint history for this part number from (B)(6) 2014 to (B)(6) 2016 was conducted identifying 11 similar complaints reported. No sample was provided for evaluation only a picture showing the silicon tube connected to the drip chamber and the area where it is reported to be separated. A sample is required to review details on the silicon and drip chamber surface for any damage. Possible root causes could be: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. For the drip chamber separating from the silicon tube a possible root cause can also be accidentally pulling the silicon from the drip chamber with excessive force while performing setup. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue. The picture provided shows a location for the reported detachment but the physical sample is required. This complaint will be used for tracking and trending purposes.